Event description:
The customer contacted stryker to report that their device's on/off button was not responding. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. After replacing the large keypad and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker determined the large keypad was the cause of the reported issue. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.